Manufacturer narrative:
D10: concomitant products: sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel, (lot number: n4m1518y) sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel, (lot number: n4m1518y) sigphandle, sig power sigphandle handle, (serial number: unknown) sigadaptxl, sig power sigadaptxl linear xl adapter, (serial number: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a bariatric sleeve gastrectomy, during stapling of the stomach, the reload articulated before stapling, but after pressing the fire button of the powered handle, the reload articulated to the left. It was a slow move, but so was the stapler firing, which was typical for a purple reload. The issue occurred on three reloads from the same batch. No intervention was performed. The handle and adapter were still able to be used on other firings. There was no patient injury.